Manufacturer narrative:
The investigational analysis has been completed. Investigation summary: the device was visually inspected and reddish material was found inside the pebax and no char was observed on the tip. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, a cool flow pump test was performed and it was found within specifications, the catheter was irrigating correctly, no irrigation issues were observed. Additionally, a scanning electron microscope (sem) testing was performed on the pebax area and the results showed evidence of mechanical damage, stress marks and a hole on the surface of the pebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint cannot be confirmed. The root cause of the pebax damage cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch¿ electrophysiology catheter. During the procedure, char was observed on the thermocool® smart touch¿ electrophysiology catheter. The physician indicated that the char was related to the above normal temperature, which was reported as 48 degrees celsius. Temperature did not exceed the user-selected cut-off. The physician did not consider the amount of char to be excessive or to pose a potential risk to the patient. There were no patient consequences. Patient has not exhibited any neurological signs or symptoms since the procedure. Generator was set on power control mode. Generator parameters included power cut-off at 30 watts and temperature cut-off at 48 degrees celsius. Generator settings included power at 30 watts, temperature at 48 degrees celsius, and impedance at 150 ohms. An unanticipated high temperature of 48 degrees celsius displayed. System stopped ablation when cut-off values were reached. There was no ablation above the temperature cut-off value. There were no other temperature or flow issues observed. Patient received anticoagulant (heparin) during the procedure. The char issue was assessed as not reportable. Char is a physical phenomenon of radiofrequency ablation and can be a normal result of the ablation process. The presence of char does not by itself represent a serious injury, nor is it necessarily the result of a device malfunction. The temperature issue was assessed as not reportable. Since the generator stopped delivering radiofrequency when the temperature reached the use-selected cut-off, the potential risk that a high temperature issue could cause or contribute to a death or serious deterioration in the patient¿s state of health was remote. The biosense webster failure analysis lab received the device for evaluation and discovered on august 3, 2018, that there was no char. However, there is reddish material inside the clear pebax. The reddish material inside the clear pebax was assessed as not reportable. When foreign material is found underneath the pebax and there was no damage to the pebax integrity, the potential that it could cause or contribute to a death, serious injury, or other significant adverse event was remote. Additional testing was performed on august 22, 2018 and found during the scanning electron microscope (sem) that there was evidence of mechanical damage, stress marks, and a hole on the surface of the pebax. The hole on the surface of the pebax was assessed as a reportable malfunction. The awareness date for this reportable lab finding is (B)(6) 2018.